Event description:
The pt experienced hypoglycemia and passed out. The suspect device was used and a result of 78mg/dl was obtained. Emergency medical technician's were called and their equipment was used to check their blood glucose. The emergency medical technician's result was 48mg/dl. Emergency medical technician gave pt glucose and transported to the hosp. The suspect device was replaced with new product and authorized for return to the MFR for eval. Glucose control solutions l1 and l2 were used and both controls were within range.